Manufacturer narrative:
The device was evaluated by the MFR. A bleed was found at the top of the fluidic interface resulting in constant air flow. The regulator pressure, flow volume, and maximum inhalation times are out of spec. Tubing was caught between the multi-flow relax and a fitting on the fluidic interface valve. During eval, the ventilator stopped cycling and both the inhalation and exhalation indicators were stuck in the open position. The device was turned off and back on with the ventilator cycling normally after it was turned on. Activation of the manual breath button resulted in the ventilator to stop cycling. Further testing could not be completed. The immediate cause for the inability of the ventilator to deliver volume and continue cycling was the fluidic interface valve. The immediate cause for the regulator pressure being out of spec was tampering and/or attempted maintenance. At time of service the regulator is locked down. For the regulator to be out of spec, tampering occurred. The probable cause for the tubing being stuck between the multi-flow relay and the fluidic interface valve was tampering attempted maintenance. The flow volume and inhalation times being of spec were caused by the failure of the fluidic interface valve and the tampering/ attempted maintenance.

Event description:
The hyperbaric ventilator was being performance verified by a biomedical tech prior to a pt treatment. The tech found that the ventilator would not deliver more than 300 ml per minute. The back panel of the ventilator was removed and a leak was found at the fluidic interface valve. In addition, the flow control had limited impact on the ventilator. The hospital had a second hyperbaric ventilator which was performance verified and found to be in spec.